Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6) 2010. - attachment: (B)(6).

Event description:
Patient reported that she underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient began to experience pain and a revision procedure was performed on (B)(6) 2008. Thick hypertrophic fibrous scar tissue was removed and the modular head and taper adapter were removed and replaced. It was further conveyed that the pathology report found reactive chronically inflamed synovium.